Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button cover was missing and was not functional. The cause for the failure was a defective response button switch. The root cause for the defective switch unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor response button cover was missing and response button was not functioning.